Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: CAPA is not required at this time.

Event description:
It was reported that prior to use foreign matter was found with a bd syringe 5ml saline fill. The following information was provided by the initial reporter, translated from (B)(6) to english: inventory product inspection on (B)(6) 2019, the flush was inspected, the package was found to be contaminated during the inspection and did not affect the patient.